Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately february 2025 from date manufacturer was made aware.

Event description:
It was reported patient was not able to get enough pain relief and experienced overstimulation. It was noted that patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.